Event description:
The patient drove the 8-month old küschall champion wheelchair inside his premises over the cover of a drainage channel. In doing so, the wheelchair suddenly "sagged" (jerked) to the front left, and became unstable and the customer fell forward out of the wheelchair. He broke his kneecap in the fall, and suffered various hematomas.

Manufacturer narrative:
This event in occurred in(B)(6) involving a kuschall champion wheelchair. Invacare is filing this report because the device is also sold in the u.s. This device was manufactured at invacare (B)(4)in january 2021. It has been requested the device be returned for an investigation. As of 9/08/2021, the wheelchair has not been received. It is not yet possible for invacare to determine the cause of the incident, as the customer has transmitted different information to various employees in our company, which currently does not give a coherent picture. Should additional information become available, a supplemental record will be filed.